Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4968-35 implantable pacing lead, (B)(6) 2011; 407645 implantable pacing lead, (B)(6) 2010; 6725 implantable lead adaptor, (B)(6) 2010. (B)(4). Evaluation summary: the device met 84% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that there was early battery depletion and the device was at rrt (recommended replacement time). The device was explanted and replaced. No patient complications have been reported as a result of this event.